Event description:
Patient in ir having temporary hemodialysis catheter placement. Upon placement, part of wire became detached in patient's soft tissue to right groin. The wire packaging was kept and there was successful placement to left groin. Surgical consent obtained and saw patient. Patient taken for pelvic CT post procedure (surgical removal of the retained guide wire in right groin), then transferred to dialysis department. The patient went on to have hemodialysis. Event being reported to manufacturer.